Manufacturer narrative:
Corrected (implantation date). The observed noise most probably resulted from the implantation procedure.

Event description:
Reportedly, several episodes due to ventricular noise oversensing were recorded in the ICD memory. Preliminary analysis results revealed that one episode was stored in device memory. This episode showed non-physiological signals recorded before or during the implantation procedure. Normal follow-up data were then recorded since the implantation. No anomaly is suspected on the subject ICD.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, several episodes due to ventricular noise oversensing were recorded in the ICD memory. Preliminary analysis results revealed that one episode was stored in device memory. This episode showed non-physiological signals recorded before or during the implantation procedure. Normal follow-up data were then recorded since the implantation. No anomaly is suspected on the subject ICD.